Event description:
Customer reporting discrepant results, when testing with the ortho anti-jka antisera lot# jab370a, which is consistently yielding negative results to a donor which is reacting 1+ against an immucor anti-jka antisera. No death or serious injury was associated with this incident.